Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was not confirmed as the needle passed all investigative tests and the iceball size is within specification. Note that galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate.

Event description:
Prior to a cryoablation procedure, three iceforce 2.1 cx 90°needles and system tested fine with no issues to report. Three minutes into the first freeze cycle the doctor noticed the shaft of one of the needles started to collect frost. The patient's skin was covered with saline to prevent any injury. The procedure was completed as expected with no injury to the patient. The user was experienced with galil croablation. There were no issues with the ablation zone or the iceball size.